Manufacturer narrative:
No a17 noted. Unit passed the self test. A21 after battery change and memory was erased due to faulty c13 on ib. No counting up number during testing noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the customer received an unexpected restart alarm and external ram crc error. Customer's blood glucose level at the time 186 mg/dl. Advised insulin pump would be replaced. No additional information was provided.